Manufacturer narrative:
The field reports of oversensing noise was confirmed but suspect of clavicle crush was not confirmed. External insulation abrasion was noted at 15.0 to 15.1 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead exhibited oversensing of noise leading to inappropriate high ventricular rate episodes and pacing inhibition. The noise was reproducible with isometrics. Clavicular crush was suspected but not confirmed. The lead was explanted and replaced. The patient was stable.